Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the operation, an f18 triple-lumen urinary foley catheter was routinely placed. The catheter fell off, and the patient complained of bladder distension and discomfort and inability to urinate. Inspection of the catheter balloon showed that the balloon was intact, so the catheter was placed again and about 300ml of urine was drained. The patient had no special complaints of discomfort and his symptoms improved. No medical intervention was provided.

Event description:
It was reported that during the operation, an f18 triple-lumen urinary foley catheter was routinely placed. The catheter fell off, and the patient complained of bladder distension and discomfort and inability to urinate. Inspection of the catheter balloon showed that the balloon was intact, so the catheter was placed again and about 300ml of urine was drained. The patient had no special complaints of discomfort and his symptoms improved. No medical intervention was provided.

Manufacturer narrative:
Therefore, the reported event was inconclusive. Sample was not available for investigation. It is unknown whether the device had met relevant specifications. The product was use for urological care. Although a specific cause cannot be determined, a potential root cause for this event could be due to insufficient latex strength, low/non-uniform rubberize thickness, incorrect wire pressing technique, incorrect stripping technique etc. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed correction: d this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.